Event description:
On (B)(6) 2014 the lay user/patient in (B)(6) contacted lifescan to report the onetouch verio pro meter was giving inaccurate readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 the patient obtained the blood glucose reading of 99 mg/dl on the reported meter. Based on this reading, the patient took an increased dose of an unspecified insulin, 12.0 units instead of 10.0 units, and he did eat his breakfast. The patient manages his diabetes with insulin taken on a sliding scale. At 10:00 am during a scheduled physician¿s office visit, the patient experienced the symptoms of stomach pain, sweating and pallor. While symptomatic, the patient¿s blood glucose level was tested to be 50 mg/dl using the hcp meter. The patient was treated with food and sugar. The patient¿s subsequent meter readings were 118 mg/dl, 111 mg/dl and 113 mg/dl. The meter was replaced. The patient¿s meter readings were not elevated, with a fasting blood glucose level of 99 mg/dl. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia after taking an increased dose of insulin, and received treatment with food to alleviate his symptoms, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.